Event description:
First, there was no harm to a patient that occurred. It was with amo ref emerald one cartridge -a lens inserter cartridge--not any problem with the actual lens--no problem with the lens when inserted either-. The lens inserter cartridge is the product in question. Manufactured by amo lot # 8jg085. During the use of an amo lens 25.5 diopters. 13mm/6mm/2013-09 cracks in the cartridge not the lens was noticed. There was no problem with the lens of any type. The report is being submitted as a notification regarding cracks in the cartridge which may make insertion of the actual lens difficult. Dates of use: 2009. Diagnosis or reason for use: cataract extraction with lens insertion.